Event description:
The catheter was inserted on (B) (6) 2008, seven days later the catheter was found broken when the neonate was taken out of the incubator. The nurse only secured the oval disc.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental repot will be submitted. (B) (4)